Manufacturer narrative:
(B)(4). The philips field service engineer evaluated the device and replaced the control and power pca's to resolve this issue. The cause of the failure =could not be determined because multiple parts were replaced.

Event description:
The customer reported the device was failing self test. The philips field service engineer subsequently clarified that the device failed the defib and pacer segments of the self test. There was no report of patient involvement or negative patient impact.